Manufacturer narrative:
Alleged failure: hunter called in complaint for (B)(4). Probe had arcing and caused harm. Another source of energy that caused cauterizing to jump to different area. This occurred during 2 cases within a week time span. 1 patient harmed, no additional information. Still conducting investigation. Adverse consequences? Explain. Just that one patient was injured, no detail was given to the extent. No further data was given to me. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be third party repair. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the product delivered unintended energy to the surgical site and caused patient harm.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the product delivered unintended energy to the surgical site and caused patient harm.